Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor displayed a service code 203 (pulse test fault). The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt, the monitor displayed a service code 203 (pulse test fault). Upon evaluation, there were poor solder joints on component u900 ((B)(4) low voltage, 8 channel cmos analog multiplexer) and u901 ((B)(4) quad micropower operational amplifier). The cause of the service code 203 was intermittent signals from components u900 and u901. The cause of the intermittent signal was the poor solder joints. The root cause of the poor solder joints cannot be positively identified but is likely an assembly error. No adverse event resulted from the poor solder joints. The last pt to use this monitor did not report any problems.